Event description:
It was reported that the customer experienced low blood glucose levels. The customer was not coherent due to the low blood glucose levels, and someone called the emergency doctor. It was stated that the sensor never gave a low blood glucose alert. The sensor glucose reading was 118 mg/dl, but the customer's blood glucose reading was 47 mg/dl. Troubleshooting was performed, and assisted the customer in changing the low blood glucose alert from 50 to 70 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.